Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). The suspect device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the touchscreen of suspect vela ventilator was not readable (fades). There was no patient involvement associated with the reported event.